Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 13 in the mouth, primary stability was not obtained in type iii bone. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 13 in the mouth, primary stability was not obtained in type iii bone. Another implant was not placed in the same site and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).